Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780 serial/lot# (B)(6), ubd (B)(6) 2019, UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6)2020 from a healthcare professional (hcp) who reported that the patient had a recent catheter revision. The patient was found to have stenosis at the catheter tip not a granuloma. The hcp re-implanted an intrathecal segment of catheter lower than the previous intrathecal end and spliced it to the existing catheter. The pump was delivering dilaudid (15 mg/ml at 14 mg/day) at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider on (B)(6) 2020. It was reported that they were going to program the pump off as the catheter was "misplaced" and the patient couldn't have another surgery. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the catheter was "displaced" and they only knew limited information about the patient as they were new to this clinic. They stated the catheter was no longer in the intrathecal space and they wanted to remove the drug from the pump so the patient would not get any drug even if they shut off the pump. No patient symptoms were reported. No further complications were reported.